Event description:
It was reported that on (B)(6) 2022 the patient was found to have a hemoglobin level of 6.9 g/dl. The patient was admitted for acute blood loss from anemia and denied an endoscopic procedure. The patient received 1 unit of packed red blood cells (prbcs) on (B)(6) 2022. Warfarin was put on hold. The patient refused any further testing and requested to be discharged. The patient's hemoglobin was stable at 9.1 g/dl prior to discharge. On (B)(6) 2022, the patient called the clinic and reported pain with urination. A urine culture showed escherichia coli. The patient was prescribed keflex as an outpatient. The patient was then readmitted for hematuria and antibiotics were changed from oral to intravenous. Of note, the patient had a history of polycystic kidney disease and infectious disease was consulted for possible complicated cystitis. The patient had no fever or chills but some malaise and loss of appetite. The patient was transfused with 1 unit of prbcs and was found to have a supratherapeutic international normalized ratio (inr) of 6.6 which was felt to have contributed to the bleed. The patient was given vitamin k. Low flow events were captured in the log file on (B)(6) 2022 and (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this evaluation. The controller event log file contained data spanning from 10sep2022 at 21:06:13 to 18sep2022 at 15:12:11, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (igu) contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Urology was consulted and recommended a foley catheter to provide continuous bladder irrigation (cbi). The hematuria resolved and the patient was discharged on oral antibiotics.